Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) was powered off, and she needs help with powering it back on. They were unsure how it got powered off. Nihon kohden technical support (tech support) walked them through finding the cpu tower, and it was powered off. Tech support had them verify the power cable was connected and plugged into an outlet, but still would not power on. They found the small black switch on the back of the cns tower was turned off, and they switched it back on. Once they did that, the cns powered on and the application came back up. They were now able to see all the telemetry patients at the cns. The caller refused to provide her email address and did not know the concomittant device information. Qa emailed the biomedical engineer, but no response was provided. No patient harm was reported. Investigation conclusion: although there is insufficient information provided to determine the root cause of the issue, the fact that the power switch has a physical mechanism to turn on and off suggests there was a physical trigger. This is in isolated incident for both serial number 518 and for the device model. There is no trend of device being in the "off" state during patient use. Based on the above, corrective action is not warranted. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The monitor technician reported that the central nurse's station (cns) was powered off, and she needs help with powering it back on. They were unsure how it got powered off. Nihon kohden technical support (tech support) walked them through finding the cpu tower, and it was powered off. Tech support had them verify the power cable was connected and plugged into an outlet, but still would not power on. They found the small black switch on the back of the cns tower was turned off, and they switched it back on. Once they did that, the cns powered on and the application came back up. They were now able to see all the telemetry patients at the cns. No patient harm was reported.

Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) was powered off, and she needs help with powering it back on. They were unsure how it got powered off. Nihon kohden technical support (tech support) walked them through finding the cpu tower, and it was powered off. Tech support had them verify the power cable was connected and plugged into an outlet, but still would not power on. They found the small black switch on the back of the cns tower was turned off, and they switched it back on. Once they did that, the cns powered on and the application came back up. They were now able to see all the telemetry patients at the cns. The caller refused to provide her email address and did not know the concomittant device information. Qa emailed the biomedical engineer, but no response was provided. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The monitor technician reported that the central nurse's station (cns) was powered off, and she needs help with powering it back on. They were unsure how it got powered off. Nihon kohden technical support (tech support) walked them through finding the cpu tower, and it was powered off. Tech support had them verify the power cable was connected and plugged into an outlet, but still would not power on. They found the small black switch on the back of the cns tower was turned off, and they switched it back on. Once they did that, the cns powered on and the application came back up. They were now able to see all the telemetry patients at the cns. No patient harm was reported.